Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. During the occlusion test, inserted a water filled reservoir and infusion set into the reservoir compartment. The pump recognized the water filled reservoir and infusion set in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, and the water exited the infusion set during the 2.0 unit fill cannula delivery. The motor functioned properly during testing. No drive/motor anomaly was noted. No unexpected insulin flow blocked alarms were noted during testing. The pump had minor scratches on the display window, a scratched case, a damaged display window cover, keypad overlay texture damage, a pillowing keypad overlay and a cracked keypad overlay at the select button.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump piston stopped working after a reservoir was installed into the compartment. Customer also indicated that the motor stopped. The customer's blood glucose reading was unknown at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis.